Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas pure e 402 analytical unit. The initial result was 963 pg/ml. The repeat results were 46.0 pg/ml and 46.8 pg/ml.

Manufacturer narrative:
The reagent lot number was 858578 with an expiration date of 30-apr-2026. The provided calibration and qc data were acceptable and did not indicate a reagent issue. The field service engineer performed decontamination of the sipper flowpath and adjusted the reagent probe. He ran qc and verified the operation by repetition tests, which were acceptable. The investigation determined that the service actions resolved the issue.